Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6). Esp team reviewed them in detail with nurse. She stated that they performed all the things we reviewed but wanted to verify they did not miss anything. She was appreciative for response.

Event description:
User called into emergency support program line to request and report issue during use in which mega 50cc intra-aortic balloon (iab) had gas loss alarm occurred. There was no harm or injury reported.